Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) episode in which non conversion was found due to this right ventricular (rv) lead being fractured. As a result, the patient experienced a syncopal episode and required external defibrillation. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this lead will return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) episode in which non conversion was found due to this right ventricular (rv) lead being fractured. As a result, the patient experienced a syncopal episode and required external defibrillation. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.